Event description:
It was observed that during the device evaluation, the electrosurgical generator displayed error code e433. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the display of error code e433 was cause by the high voltage power supply board or power board failure and one capacitor of the hvps board was broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.